Event description:
A customer contacted beckman coulter inc. (Bci) stating the probe rinse valve was leaking in the synchron cx5 delta chemistry analyzer. No operator exposure was noted in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the diaphragm on the probe rinse regulator and operation was verified.